Event description:
It was reported that the patient presented in clinic after an inappropriate shock was delivered by the right ventricular lead. Fluoroscopy confirmed that the lead was dislodged and locate in the atrial chamber. The patient was scheduled for revision where the physician made and attempt to reposition the lead. However, the helix failed to extend. The lead was explanted, and the procedure was completed with a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and inappropriate shock. As received, a complete lead was returned in one piece with the helix found extended, bent, and clogged with dried tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix bent and overtorque of the inner coil was consistent with procedural damage. The helix mechanism and extension length tests were unable to be performed due to damage as received. The cause of the reported event was isolated to the helix bent and clogged with dried tissue and overtorque of the inner coil. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.